Event description:
The customer reported that the raytechs are falling apart, single sterile and in the pack.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A photo sample was received for the investigation. Upon a visual evaluation of the photo sample, the reported event was confirmed; the gauze appears to have been unraveled during the procedure exposing the salvage edge. The root cause was unable to be determined at this time.